Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a cryoablation procedure, it was noted that the pacemaker had loss of capture (loc) on the right ventricular (rv) lead. The patient is pacemaker dependent and saw loc for a couple beats and then for 5.5 seconds. Boston scientific technical services (ts) was asked to consult and discussed possible oversensing or potentially the defibrillation detect circuit built into the device which could have lowered the pacing output. From the electrogram, they saw a 200 joule shock was delivered externally, and likely stunned the heart tissue for a few seconds, enough that it could not capture at the normal programmed output. There were no more issues post procedure. The device and leads remain in service. No additional adverse patient effects were reported. Additional information was received indicating the device was replaced due to normal battery depletion. No adverse patient effects were reported.

Event description:
It was reported that during a cryoablation procedure, it was noted that the pacemaker had loss of capture (loc) on the right ventricular (rv) lead. The patient is pacemaker dependent and saw loc for a couple beats and then for 5.5 seconds. Boston scientific technical services (ts) was asked to consult and discussed possible oversensing or potentially the defibrillation detect circuit built into the device which could have lowered the pacing output. From the electrogram, they saw a 200 joule shock was delivered externally, and likely stunned the heart tissue for a few seconds, enough that it could not capture at the normal programmed output. There were no more issues post procedure. The device and leads remain in service. No additional adverse patient effects were reported.